Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the healing cap can't be screwed. The implant was removed and another implant was placed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified signs of use. Product match print specifications when measure against drawing. When tried onto implant healing screw does not seat flush. Tested on in-house spline and the healing screw seated fine. The reported device was located on tooth # 13 and was placed and removed on the same day. No pre-existing conditions were noted on the product experience report (per) the customer did not provide any pictures or x-rays. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the healing cap could not be seated in the implant. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.